Manufacturer narrative:
Calibration and quality control (qc) were valid. The serum samples were stored in a refrigerator (2ºc to 8ºc) and were re-centrifuged before retesting. The presence of fibrin was not observed. Pcr testing was from a swab sample. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive result would have negligible clinical impact as management and treatment decisions are based on severity of clinical presentation and management primarily consists of supportive care. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained reactive (positive) atellica im sars-cov-2 total (cov2t) results for 2 different patients on the same day. The initial reactive (positive) results were considered discordant when compared to the nonreactive (negative) pcr results, alternate method results and repeat testing results. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00560 on november 23, 2020. Additional information - 11/25/2020 siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The atellica im sars-cov-2 total (cov2t) lot 005 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.